Event description:
Additional information was received that the therapy was disabled on the device.

Event description:
During a remote follow-up, episodes of noise resulting in inappropriate anti-tachycardia pacing (atp) were observed on the right ventricular (rv) lead. No intervention has been performed at this time. The patient was stable and will continue to be monitored.